Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received low battery alarm. The customer did not received replace battery alarm. The customer did not used rechargeable batteries. The customer did not used previously used batteries. The customer reported that insulin usage lifestyle and basal rates had not changed. Customer reported that backlight timeout set to greater than 15 sec. Customer also reported that the display brightness was not set to a level greater than 3. Customer was not performing daily rewinds. The customer was using the pump in vibrate mode. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.